Manufacturer narrative:
(B)(4). The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.

Event description:
Boston scientific received information that there were stored episodes of noise on the patient's device which was reproducible when the patient reached their arm across their body and overhead. The physician suspected that the lead moved a little. There was also oozing from the pocket so the patient was placed on antibiotics. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided. There was no explant date provided. It is unclear if there was any intervention.